Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failures of error codes e216 and e315 were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was found in the auxiliary jet channel, plastic distal end cover, light guide lens, and connecting tube. A definitive root cause could not be identified. Based on the results of the investigation, it is probable that the foreign material was caused due to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope received an e315 error code. The issue occurred during preparation for use. There were no reports of patient harm.